Event description:
It was reported that the device delivered inappropriate therapy for af with a rapid ventricular response. The physician elected to take no action with the device and the patient was treated pharmacologically. The device remained implanted and patient was in good condition.